Manufacturer narrative:
The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. Device is pending possible return from the surgeon for investigation by manufacturer. If additional information becomes available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.

Event description:
Complainant stated in a social media post, "patient had a lap band for about 15 years. Developed leaks at band and tube. Replaced band and port on (B)(6) 2020. Developed leak at connection between tube and port on (B)(6) 2021. Replaced port and developed leak in same spot on (B)(6) 2022. Replaced port and developed leak in same area on (B)(6) 2023". No other relevant information was provided.

Manufacturer narrative:
Review of the lot history records for c-2360 unit serial #(B)(6) (lot af03500) showed that the lot was manufactured to specification and there is no indication of leak or quality issues. The end portion of the lapband arrived separated from the main body. The break in the tubing was visible on the port side of the sutures. The break in the tubing is jagged in nature. The break is not a sharp clean cut and does not appear to be made by a sharp object. The break in the tubing is over the proximal end (port end) of the metal connector. Repeat sharp bending of the tubing is a known risk and is covered in the dfu. Air leak test could not be performed as the end portion of the lap-band arrived separated from the main body. The break in the tubing was visible on the port side of the sutures. No new risks are identified, the current risk of leakage is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required.